Manufacturer narrative:
(B)(4). The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report number: 3005168196-2016-01203. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure in the hypogastric artery using ruby coils and a forty-five degree tip lantern delivery microcatheter (lantern). During the procedure, while advancing a ruby coil through the lantern, the physician encountered resistance when the coil reached about one millimeter from the tip of the lantern and was unable to advance the coil any further. Therefore, the ruby coil was re-sheathed and removed. However, while removing the ruby coil, the physician inadvertently kinked the ruby coil pusher assembly. The physician then attempted to advance a new ruby coil through the same lantern but was still unable to advance it out of the lantern. Therefore, this second ruby coil was re-sheathed and removed without an issue. The lantern was also removed and replaced with a new straight tip lantern. The physician was then able to complete the procedure by deploying and detaching the second ruby coil that was previously resheathed, as well as five additional new ruby coils using the new lantern. It should be noted that the physician did not use a rotating hemostasis valve (rhv) or maintain a continuous flush during the procedure but did flush the lantern after each coil. There was no report of an adverse effect to the patient.